Event description:
During shoulder arthroscopy the doctor stated that the pump was running full; the pressure transducer wasn't keeping the pressure at the pre-selected setting. The doctor agreed to change the tubing/transducer but chose to complete the procedure. While trying to recalibrate the pump, the pump, the `pump overrunning' message was displayed x 2. The transducer was removed and reseated and the pump apparently worked after that. Post-op, the patient was noted to have edema of the left neck area and left breast was also noted to be swollen and much firmer than the right. The doctor indicated no treatment was necessary and it would resolve on its own.